Event description:
The free flow stent did not open properly when released, this caused the delivery system to be advanced and all the graft moved upward. The trigger system was blocked so the pt had to go to surgery. She died 3 days after the procedure.

Manufacturer narrative:
Death and additional surgery is addressed per the provided IFU. Migration is address per the provided IFU. Event is currently under investigation.